Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was just got out of the hospital and was not able to use her insulin pump for almost a month. Customer's blood glucose level was unknown. Customer called in for assistance in setting up insulin pump. Customer reported that the insulin pump was out of battery for almost a month. Customer reported that the insulin pump received unexpected restart alarm. Customer changed out infusion set successfully. Customer stated that they were able to clear and rewound the insulin pump successfully. Insulin pump will not be returned for analysis.